Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the clinical sales representative (csr) contacted the technical service engineer (tse) for phone assistance regarding the force bipolar (fb) instrument cable snapping, and having to remove the trocar with the fb instrument to remove it. There was no patient injury or harm. The surgeon was able to continue with the surgical procedure. According to the csr, the reported event had occurred four to five times in the past. Tse recommended for the csr to gather all damaged instruments with lot numbers and send return material authorization. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by removing the damaged instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.